Event description:
During cardiac catheterization procedure, catheter became fixed while attempting advancement into left ventricle. The tip of the pigtail catheter had hooked onto a structure. Multiple attempts made by two physicians to remove catheter without success. Multiple views were taken and recorded on cd. It appeared that there was a distinct kink in the tip of the pigtail catheter. Pt was lifeflighted to another hospital for surgical removal of catheter.